Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had general restart alarm. The blood glucose was unknown at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with motor error alarm during rewinding due to corroded motor home switch. Unable to verify general - unexpected restart general alarm or perform functional testings due to motor error alarm. The device was received with cracked case at display window corner, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.